Event description:
It was reported that the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 1 and 4 hours. Upon removal of the pod from the infusion site (site unspecified), the cannula was observed to be bent. No additional adverse effects or treatment information were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.